Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient experienced angina. The 80% stenosed and 20mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.8mm. The target lesion was treated with pre-dilation and placement of a 2.50x28mm promus element stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented and was admitted due to stable angina. An unknown stent was placed in the ramus. The patient was discharged the following day.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).